Event description:
Customer reported the insulin pump alarmed during prime. Customer's blood glucose was 94 mg/dl. Customer was advised to disconnect from the device. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was sticking out and has never press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.